Manufacturer narrative:
No sample has been received. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) related to this complaint were found. Missing print was found during a routine inspection. The suspect material was isolated, inspected and released. No impact. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 07,2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Complaint details: "not sealed properly - sterile (improper sealing/welding of the individual sachet)".